Manufacturer narrative:
Calibration data between 10-mar-2021 and 10-jul-2021 showed level 2 calibrator signals lower than expected. The level 1 calibrator signals were fluctuating and very high. Calibration signals from 15-jul-2021 were lower than expected for level 2 and higher than expected for level 1. Quality controls were within expectations. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with a handling issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas e 411 immunoassay analyzer. The sample initially resulted in a total psa value of 39.63 ng/ml and this value was reported outside of the laboratory. The doctor questioned the result as it did not agree with the patient's medical history, so the sample was ordered to be repeated. The repeat result from the sample was 0.01 ng/ml. The total psa reagent lot number was 54695300, with an expiration date of 30-nov-2021.